Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change, the patient experienced hyperglycemia with blood glucose rising above 400 mg/dl and trending upward, and the patient observed insulin leaking from the cartridge area. Symptoms included hyperglycemia without acute complications. Outcomes included use of subcutaneous insulin pen as back up therapy with resolution after supply change. There was no medical intervention or hospitalization. Investigation included troubleshooting and education provided, visual inspection by the patient confirming a liquid leak at the cartridge area, also follow-up contact confirming no further issues after changing supplies. Investigation of this case revealed a leaking cartridge indicative of a compromised infusion delivery due to the leak. It was concluded that the event was attributable to a device component problem involving the cartridge leading to interrupted insulin delivery and resultant hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.